Manufacturer narrative:
Reported event was confirmed through operative notes received confirming the patient was revised due to prosthetic infection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that the patient had a left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to infection. On (B)(6) 2016: laboratory reports indicate that the patients culture indicated a positive result for staphylococcus aureus. The only zimmer biomet tmt designed controlled device is the tm revision shell.